Manufacturer narrative:
The customer did not report any impact to the patient. Technical operations reviewed the code, error logs and patient data. Measurement icon is not updating because the patient does not have any patient tasks to associate the observation to. However this does not appear to be a defect and this is a customer workflow issue. When the patient was re-activated on (B)(6) 2016, following suspension on (B)(6) 2016, they did not use the 'adjust schedule' button prior to re-activation. When the patient is in a removed or suspended state the system does not generate the next patient task in the series. That means after being suspended for a day if the calendar is not fixed by re-adjust or re-application of the protocol there will be a hole in the patients calendar. The investigation continues and a supplemental report will be filed.

Event description:
The customer reported that the patient took all required measurements between 8:29 and 8:32 am on (B)(6) 2016, but at 3pm they are still showing they have not come in on the triage screen. They have been visible all morning. Customer checked her calendar and all tasks prior to today are missing as well.

Manufacturer narrative:
Investigation confirmed the design issue. A software correction has been developed and will be deployed on or about september 9, 2016. A field action has been initiated and customers have been informed of the issue, and the pending solution.

Event description:
This supplement report is filed to provide additional investigation information, as well as correction number.